Event description:
It was reported that during a procedure with this device, error 241 was displayed in the generator. A second delivery device was used but the error persisted. The assembling was attempted one more time but this time the needle of the delivery device would no longer retract. A third delivery device was used but the error and the retraction problem happened again. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.